Event description:
Technician alleged the bed had no siderail functions from the left side. Technician alleged possible fluid ingress due to corrosion found at the cable connection on the power control board. No pt impact.

Manufacturer narrative:
The technician replaced the left user control module cable and the power control board to resolve the issue.